Manufacturer narrative:
B3 - date of event: the event date was estimated to the date boston scientific became aware of the event. Detailed product information was not provided to bsc and was unavailable per the customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature that a patient treated with jetstream experienced a perforation requiring additional intervention. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "a case of perforation caused by jetstream xc". During a procedure where jetstream was used, a perforation occurred. Hemostasis was successfully managed using a balloon. No further details were provided regarding patient or device specific information.

Manufacturer narrative:
B3: date of event: the event date was estimated to the date boston scientific became aware of the event. Detailed product information was not provided to bsc and was unavailable per the customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via literature that a patient treated with jetstream experienced a perforation requiring additional intervention. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "a case of perforation caused by jetstream xc". During a procedure where jetstream was used, a perforation occurred. Hemostasis was successfully managed using a balloon. No further details were provided regarding patient or device specific information.